Event description:
Per the clinic, the patient experienced otitis media and cholesteatoma. Subsequently, the incision opened exposing the receiver/stimulator (specific date not reported). The device was explanted on (B)(6) 2025.